Manufacturer narrative:
Only the pushwire was returned for evaluation as the pipeline was implanted in the patient and the marksman catheter was discarded; therefore, the event cause could not be determined.(B)(4).

Event description:
During the pipeline deployment, it was reported that the proximal ped did not completely open. Some irregularities with the distal wire were noted post procedure by the physician but no findings were noted upon investigation. No injury was reported with the patient as a result of the procedure.